Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa when the patient's saturation dropped significantly. Intracardiac echocardiography imaging showed that there was a large amount of air seen in the patient's aortic root. The patient went into cardiac arrest and chest compressions were started. The patient was intubated and after an extended period of time of chest compressions and medications given the patient did not recover. The patient died as a result if this event.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: the provided medical media is related to air embolism and does not appear to depict any unrelated device or user related allegations. No further review is required by either bsc medical safety or watchman medical media smes. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0038353840. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include air embolism, arrhythmia (cardiac arrest), and death (medication required, intubation, resuscitation). Risk review: a risk review was completed and confirmed that the events of air embolism, arrhythmia (cardiac arrest), and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa when the patient's saturation dropped significantly. Intracardiac echocardiography imaging showed that there was a large amount of air seen in the patient's aortic root. The patient went into cardiac arrest and chest compressions were started. The patient was intubated and after an extended period of time of chest compressions and medications given the patient did not recover. The patient died as a result if this event.